Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:sample issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition;the customer went to an urgent care (B)(6) 2016 and was released on the same day. Customer was given prescriptions for the diabetes and for vomiting. Customer was not given a diagnosis nor was any blood glucose test done at the urgent care center. The customer's condition has improved and does not report any diabetic symptoms at the time of the follow call on (B)(6) 2016. On 9/21/2016, the customer stated that was at the hospital on (B)(6) 2016;customer diagnosed with ketoacidosis; customer still at the hospital at the time of the call;on (B)(6) 2016,customer stated is still at the hospital for multiple problems; customer did not explain in detail what are the problems; customer does not know when she will discharge.

Event description:
Consumer reported complaint for e-5 with symptoms. The customer is concerned with e-5 results obtained and symptom. The customer reports symptom of feeling ill and vomiting. Medical attention is reported as a result of the reported symptom and e-5 error message. The test strip lot manufacturer's expiration date is 07/29/2017